Event description:
Additional information received reported that the patient had a new pump placed (B)(6) 2015 as the other pump had motor stall. The healthcare professional (hcp) noticed a motor stall occurred when refilling the patient¿s pump. There were no complications reported. The manufacturer¿s representative sent the pump back for analysis.

Event description:
It was reported the patient had been admitted to the intensive care unit on (B)(6) 2014 and treated for overdose. The patient went to the emergency room (ER) on (B)(6) 2014 due to increased pain. The patient was told he was over sedated and was given narcan and the patient became combative. On (B)(6) 2014 the patient was seen in the clinic due to severe pain and hearing his pump alarm. The event logs note a pump motor stall occurred on (B)(6) 2014 at 0418 and a tube set message was 48 hours later ((B)(6) 2014). The pump was stalled more than 24 hours and did not recover; the cause of the stall was unknown. The intrathecal drug dose was decreased to minimum rate and the patient was given oral medications. The patient was referred to neurosurgery for a pump replacement. The patient outcome was reported as 'recovered without permanent impairment¿. The pump was delivering hydromorphone, bupivacaine and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient thought that he was having heart failure symptoms around (B)(6) 2014. The patient's wife called the ambulance and the patient was taken to the hospital and found out that the pump had stalled. The patient had an overdose of "morphine" in his system determined through blood and urine tests. The patient went to the pain doctor afterwards and pump logs showed a motor stall occurred on (B)(6) 2014 with stop pump period and may exceed tube set messages. The patient stated "somehow after this the pump malfunctioned and it would start and this stopped." When in the emergency room (ER) with overdose, the patient was given three shots of narcan which "is the most." The patient stated that it was very hard to hear the pump alarm and he could hear the "beep beep beep" in the hospital. On (B)(6) 2014, information was received. The patient did not have an MRI or was not around anything electric that would have caused the motor stall. The patient had thought he was having a heart attack because he had a bad heart; he was taken to the hospital via ambulance. The pump had put an extra amount of dilaudid in his system and was overdosed. The patient had been given narcan to treat the dilaudid overdose. The patient had been to see his healthcare provider (hcp) and was put on oral medication at this time. The patient hadn't heard the pump alarm, but while in the hospital, the alarm could be heard. A motor stall recovery was not seen on the telemetry strip, and when the pump tried to restart, it "dumped dilaudid into his system." The pump had tried to restart many times and was now reprogrammed to the minimum rate. The patient did not like oral medication and wanted his pump replaced if a surgeon would perform the surgery.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to gear wheel 3. Additionally, miscellaneous overinfusion of undetermined root cause was found. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8590-9, lot # n200804, implanted: (B)(6) 2010, product type accessory; product ID 8709, lot # j11160r42, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The baclofen being delivered by the pump was compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.